Event description:
Per the clinic, the device was explanted due to infection. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Correction: explantation of the device did not occur as previously reported on (B)(6), 2012. The implant remains insitu.no further information was made available.this report is filed november 29, 2013. Implanted device remains.